Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that programming changes were made. No impact to the device function was observed due to the over-sensing. No patient consequences were noted.

Event description:
New information received notes the patient condition was good.